Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows a bulge/ballooned in the silicone segment tubing near the upper portion of the upper fitment. The root cause for this event could not be determined. Although requested, patient demographics not provided.

Event description:
Customer reported they noticed a bulge in the silicone section of the tubing. There was no report of harm.